Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo mid left anterior descending lesion. A 3.0x38mm xience xpedition was advanced and implanted at the lesion. A distal edge dissection was then noted and another 3.0x15mm xience xpedition stent was used to treat the dissection. There was no patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), electronic, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.